Event description:
A 3.0 mm diameter x 15 mm length driver rx coronary stent delivery system was inserted in a patient for treatment of a left circumflex lesion. Vessel morphology was reported to be moderate tortuosity with no calcification and 90% stenosis. It was reported that the lesion was pre-dilated. A drv25018x was deployed at the lesion site. The physician then deployed the drv30015x proximal to the micro driver. Upon deflation of the stent delivery balloon, the physician stated that he felt the deflation time was longer than usual. The patient is reported to be stable, and no additional clinical sequelae were reported. Medtronic has received the device, and its analysis has been completed. The distal tip was slightly damaged. There was contrast residue in the inflation lumen and the balloon. Visual inspection of distal shaft and proximal balloon weld confirmed that there was not stretching or necking present. There was no visible damage to the balloon. Evaluation of the device failed to identify any deflation difficulties. Please note that this device (lot number 000060277) is distributed outside the united states; however, it is similar to the united states distributed product.